Manufacturer narrative:
The investigation obtained consistent results with those from the customer. The investigation determined that the troponin t result was correct. It could not be determined if an interfering factor is present. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter questioned high results not corresponding to the clinical picture for 1 patient tested for elecsys troponin t hs assay on a cobas 6000 e 601 module. The customer tested the patient for troponin I by the siemens method obtaining lower results. It is not known which results are correct. The analyzer serial number is (B)(4).